Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the operation room (or) staff contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the integrated electrosurgical unit erbe (erbe) generator was faulting during surgery with c-34 message. The or staff cycled system power and erbe power before calling. The or staff tried two different monopolar curved scissors (mcs) and two different monopolar instrument cords before calling. The surgeon continued with the case using a vessel sealer extend (vse) instrument. The surgeon had two cases to follow that require the use of monopolar energy. The isi tse viewed logs and found error c-34. The site was completed the procedure as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse was able to reproduce the reported issue and replaced the integrated electrosurgical unit erbe (erbe) generator to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. During failure analysis, the erbe was placed on an in-house system and was run in the normal mode and the reported failure was confirmed and reproduced. On startup, the unit displayed c-34, and the monopolar did not fire but did show on instrument detection. Upon visual inspection, the erbe had deep scratches around the power button. The complaint was confirmed based on the field evaluation.